Event description:
Power PICC inserted for antibiotics. Doctor had a difficult time inserting PICC. Took 5 tries in each arm because the catheter kept coiling. After the PICC had been in place for two days pt the catheter developed a slit. The slit cause excessive bleeding, pt went to the ER and the PICC was removed. Another PICC was not placed. There was a slit in the catheter outside of the skin.

Manufacturer narrative:
The device has been returned to the MFR for eval, as the device remains at the reporting facility. A lot history record (lhr) of rewf1395 showed no other similar product complaint(s) from this lot number.